Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a leak on the distal end of the device and the upward and downward angulation control knob was out of standard due to a worn-out angle wire. Additionally, the device the charged coupled device (ccd) lens was broken and the light guide lens, bending section cover were discolored. The faulty part needs replacement to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly

Event description:
It was reported by olympus that during preparation for use, the evis lucera elite gastrointestinal videoscope had a foreign material exiting from the auxiliary channel. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the foreign material exiting the auxiliary channel was likely from one of the following events: auxiliary water channel was insufficiently cleaned due to leakage. Reprocessing method at the facility differed from the instructions for use recommendation. The facility staff was less trained in reprocessing and/or device handling in accordance with the instructions for use statement. The specific root cause could not be determined at this time. The following information is stated in the instructions for use regarding precleaning immediately after the procedure: "if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the auxiliary water channel with detergent solution states regarding insufficient cleaning of auxiliary water channel." Olympus will continue to monitor field performance for this device.